Manufacturer narrative:
A steris service technician collected water samples to be tested. The results identified that one of the critical chemical attributes of water quality was above the maximum requirements as stated in the amsco c sterilizer operator manual (table 7- 3. Required feed water quality for carbon steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the electric steam generator's operating requirements. The amsco c sterilizer operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the sight glass had been damaged allowing steam to leak from the sterilizer. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco c sterilizer was leaking steam. No report of injury.